Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. It was observed that the customer was using a low battery, causing the reported condition. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during pt use, the customer attempted to obtain a 12 lead ECG when the device powered down after plugging in the ECG cable. There was no adverse effect on the pt due to this reported failure.